Manufacturer narrative:
The reported events of failure to capture and impedance problem were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Additional information: update to h6 codes for device not returning.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the lead was unable to pace and pacing impedance was out of range. The lead was not implanted. The patient was in stable condition upon the completion of the procedure. Further information was requested but not received.